Manufacturer narrative:
Correction: the expiration date, device manufactured date and mre statement were erroneously omitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, the patient experienced a deflation on the implant. During evaluation of the device a crease was observed on anterior and extending to posterior aspect. Also a tear was observed within the crease on the posterior aspect, measuring approximately 1.6 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 475cc mentor smooth round moderate profile saline breast implant, catalog: 3501680, lot:266009, sn: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent primary breast augmentation with two 475cc mentor smooth round moderate profile saline breast implants experienced left sided deflation post procedure. The left sided deflation was confirmed by a physician. As a result, patient underwent removal and replacement with a 300cc mentor smooth round moderate profile saline breast implant, catalog: 3501645, lot: 7737392, sn: (B)(4) on (B)(6) 2019.